Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer removed the cartridge and waited for the alarm to clear. The customer's blood glucose (bg) level was 300-480 mg/dl with mild ketones. After the alarm cleared, the customer delivered a bolus via the pump to address the bg level. The more recent high bg was addressed with a insulin injection. The last alarm occurred while loading a new cartridge. The customer reported to have received a "tubing can't be filled" notification. Tandem technical support assisted the customer with loading a cartridge and resuming insulin delivery via the pump.